Event description:
It was reported that this right atrial (ra) lead defibrillator exhibited exhibited far-field oversensing of large p waves. Further evaluation of the device was discussed. It was decided to perform a lead revision. This device remains in service. No further adverse patient effects were reported.